Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "leak test failure" issue. The fse tested the safety disk leak test, k6, k6a, k7, and k8 test, pneumatic test, and all resulted within specifications. Also tested with trainer and balloon at 80 bpm and all tested good. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a daily check by the customer it was found that the cs300 intra-aortic balloon pump (iabp) had a leak test failure. There was no patient involvement, and no adverse event reported.

Event description:
N/a.